Manufacturer narrative:
The technician cleaned the footboard connector pins to repair the bed.

Event description:
Information received indicates the scale and footboards led's will not light due to signs of corrosion/fluid ingress onto the footboard connector pins.